Event description:
The customer stated that the central monitoring system (cns) displays an error message on the cns application after the cns was restarted. The cns powered off on its referenced memory 0x000000000.. The memory could not read". This message does not go away. MFR ref#: 8030229-2015-00058.